Event description:
Country of complaint: (B)(6). No liquid in cassette.

Manufacturer narrative:
Us reporting agent notified on (B)(4) 2014. Manufacturing site eval:samples received: we received 1 suture of catgut chrom 5/0 (1.5) hr17 75cm in closed packaging. There are (B)(4) previous complaints of this code/batch. No units in OEM stock. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill OEM requirements. The samples received were subjected to a visual inspection which shows that the sutures are not sterilizing solution, because of a failure during the manufacturing process, which can not be identified at the time of product release, only after some time. Final conclusion: the complaint is corresponding (justified). Corrective/preventive actions: corrective action has been implemented and effectiveness checks complete.